Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer treated with a manual injection and was not able to troubleshoot because the insulin pump was not with them during the call. Troubleshooting for the blank display was also not continued due to the customer not having the insulin pump at the time of the call. The customer stated that they will call back. The insulin pump will not be returned for analysis.